Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported being dissatisfied with the 3 years of byte treatment since it has been much longer than originally anticipated per the treatment plan and the teeth are still not quite straight. Additionally, the dentist stated there's erosion near the gum line due to length of aligner wear. The patient still wants to straighten the teeth and would like to explore treatment options while balancing safety and alignment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.